Manufacturer narrative:
Additional information received confirmed that an overlap occurred between 2 mark points on angio image. The physician confirmed it was an error judgement due to mark point doublication. Evaluation summary : the shaft was damaged at 20 cm and at 35 cm from the tip. The stent appeared crimped and correctly positioned between the two marker bands, moreover it was measured and it was 2.13mm. The device was passed through a 6fr introducer sheath and dislodgment occurred. It was possible remove the stent easily. The heat setting marks were not clearly visible. A 0.035" gw was inserted from the tip till the hub without evidence of friction. Conclusion: off¿label, unapproved or contraindicated use (the scuba stent system is designed for the treatment of obstructive disease of protected peripheral arteries below the aortic arch).

Manufacturer narrative:
(B)(4).

Event description:
The physician was using a scuba co-cr peripheral bare metal stent. No abnormality was noticed in the inspection of the scuba or the guide catheter (gc) before use. The lesion; in the arteria subclavian exhibited middle calcification, 85 % stenosis and minor tortuosity, and no pre-dilatation was performed. Friction with the gc was noted during advancement. During the surgery, the stent dislodged from balloon when the physician was advancing to the lesion and the stent could not be deployed. The surgical time was extended for one hour. The stent was removed from the patient by snare. No adverse event was reported. The physician replaced with another device. Please note that this device (scuba co-cr) is distributed outside the united states; however, it is similar to the united states distributed product (scuba biliary).